Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria additional information has been requested. (B)(4).

Event description:
A surgeon reported loss of suction occurred during a lasik flap creation at thirty eight percent completion of the right eye. Reporter indicated the surgeon recut the flap at a smaller diameter and thirty microns deeper on the same day of initial procedure. Reporter indicate the patient was very well. Additional information has been requested.

Manufacturer narrative:
Attempt was made to obtain additional information, but no information has been received.with information the root cause could not be determined conclusively.(B)(4).

Event description:
Attempt was made to obtain additional information, but no information has been received.